Manufacturer narrative:
(B) (4). The customer replaced the battery and the ge service rep assisted with software reload and configuration file reload. The system functions as intended.

Event description:
The customer reported that the system will not boot. No patient injury was reported.